Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The suspect device has been returned to merit for eval. A follow-up report will be submitted when the investigation is complete.

Event description:
The complainant reported that while performing a left heart catheterization, the transducer reading was drifting. There was no harm or injury to the patient.